Manufacturer narrative:
The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
The report stated that approx one minute after the radio frequency ablation procedure, was started with the generator set at 60w, the pt mentioned he felt burning on his thigh. The return electrode was replaced with a new one and the procedure was completed. It was 2nd or 3rd burn about 2cm x 1cm, and treated by dermatologist.